Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported gripper lever leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have contributed to this reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported leak (gripper lever) could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak in the clip delivery system (cds). It was reported that during preparation of the cds, while flushing the cds handle, water came out of the gripper lever. The protective cover was twisted around the o-ring under the lever cap. This was not possible to correct without unwrapping the gripper line; therefore, the device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: during device investigation, fluid was noted to be leaking from the unstable gripper lever cap. The cap was removed and the gripper line was manually re-wrapped with the polyimide tubings. The gripper lever cap was re-tightened over the o-ring and fully threaded onto the gripper lever shaft. The device was re-flushed and no leakage was observed from the gripper lever cap. All available information was investigated and the reported leak (gripper lever) appeared to be related to the observed unstable cap; however, a definitive cause for the observed unstable/loose gripper lever cap could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.